Event description:
The customer reported the system is displaying a table not ready error and would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. System operates as intended. (B) (4).